Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) of 2007. The field safety engineer (fse) evaluated the system and during his investigation found a piece of tegaderm (bandage) wedged into the home sensor for the longitudinal table motion. The fse determined the home sensor was tripped due to the tegaderm tape which resulted in the table to loose its calibration causing the offsets to move off of the sensor. The fse removed the piece of tegaderm from the sensor and recalibrated the table motion. After testing the table motion several times, the table motion was behaved properly. Although the table motion was not as expected, it was caused by a foreign object covering the sensor. (B)(4).

Event description:
Philips received info that the customer reported a stressing noise coming from the system. The technologists saw that part of the pallet was on the catcher and on the couch. The technologist immediately pressed the emergency stop (e-stop) button and the system motion halted. The technologist attempted to execute a pt load pre-programmed motion, but the table did not retract the pallet to the home position. Instead it moved directly down with the pallet still on the catcher. The technologist activated the e-stop button and the system halted all motion again. There was no report of harm to a pt or operator.